Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched to the customer site multiple times to evaluate the au5800 analyzer. The failure mode was identified as multiple hardware. The beckman coulter field service engineer replaced the cuvettes, r2 outer dispenser, outer r2 mix bar, degasser, valve, and tubing which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of negative unsaturated iron binding capacity (uibc), total bilirubin (tbil), direct bilirubin (dbil), and thyroxine (t4) patient results on their au5800 system. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided one (1) example of the erroneous results.